Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed cassette latch closed: no cassette. Functional testing confirmed the reported issue. The latch sensor will be replaced when the part is available.

Event description:
It was reported that the pump had latch or lock issues. The event occurred during testing and there was no patient involvement. Evaluation of the returned device identified a faulty latch sensor.